Event description:
Pt had increased pain accessing and deaccessing port states end of braun whin huber needle 20g 3/4 "from lot # 61271601 has a rough "burr" like edge she ran need across glove was not smooth." Pt was open several other needles out of same lot needles look the same with rough edge. Braun notified of complaint and has arranged for return of product. Frequency: every 3 days. Dates of use: (B)(6) 2012. Diagnosis or reason for use: hae.